Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Evaluation summary: the reported condition of a colleague infusion pump that experienced an 808:07 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a defective pump head module. The pump head module was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
The facility representative reported a colleague infusion pump which experienced an 808:07 failure code. During a review of the pump's event history by baxter (B)(4) personnel, this failure code was found to have interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is vista balance (5.06.00). No additional information is available.